Event description:
Case description: investigation results: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available h3 continued: evaluation summary: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
(Related symptoms if any separated by commas). Suffered hyperglycemia, bgl near to 500 mg/dl [hyperglycaemia]. Pen issue [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered hyperglycemia, bgl near to 500 mg/dl (hyperglycemia)" with an unspecified onset date, "pen issue (device issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unspecified date, patient had a pen issue (unspecified) and the patient suffered from hyperglycemia, with a blood glucose level near to 500 mg/dl. Lab data included: lab data test as reported: blood glucose, test name: blood glucose, results: 500, unit: mg/dl. Batch number of novopen 4 was not reported. The outcome for the event "suffered hyperglycemia,bgl near to 500 mg/dl(hyperglycemia)" was not reported. The outcome for the event "pen issue (device issue)" was not reported. No further information available.